Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient may live around power lines as well.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v009321, implanted: (B)(6) 2006, product type lead; product ID 3387s-40, lot# v007613, implanted: (B)(6) 2006, product type lead; product ID 748266, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748266, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 3387s-40, lot# v103453, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported the patient's implantable neurostimulator (ins) had turned off on it's own twice in the week prior to report. It was stated the battery was set to 3.72 volts and impedance measurements were within normal range. It was noted the patient had a blacksmith shop and the first time the patient noticed his stimulation turn off, he was working with large metal. It was later reported the issue was resolved. The patient will be asked to stay further away from electromagnetic fields during work.